Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode possibly caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No revision surgery is planned at the moment due to complex health history and family involvement. This is a final report.

Event description:
During a routine follow-up appointment in situ measurements showed affected channels and the hearing performance with the device is affected. According to the CT scan the device appears to be in place with no visible damage. It was decided to not pursue revision surgery at this time due to complex health history and family involvement.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine follow-up appointment in situ measurements showed affected channels and the hearing performance with the device is affected.